Event description:
It was reported that on two occasions the infusion pump allowed a quantity of air to pass through the pump undetected. The first occurrence was in october and no specific clinical info has been rec'd. The second incident occurred in november. With this event it was reported that the pump was infusing at 100 ml/hr and a 12 to 15 inch air gap was observed in the IV tubing below the infusion pump. Reportedly the pump did not alarm. It was commented that the 1l IV solution container remained approx 1/3 full with fluid and the IV tubing above the pump was appropriately filled with fluid. After each occurrence the pump was evaluated by the biomed dept at the hosp, and it was reported that the air sensor functioned normally and alarmed for an appropriate size air bubble. No pt injury occurred with either incident.